Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with damage found on the strip connector of the meter. The strip connector was analyzed under microscope, it was observed the pin interruptor is lower than normal caused for a bent pin in the strip connector. The root cause is bent pin in the strip connector. Manufacturer contacted customer with follow up phone call to ensure the new product replacement resolved the initial concern;customer is satisfied with the new product glucose test readings, customer did not need medical intervention since the initial call.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is also concerned that the meter will not respond to test strips; therefore, she is unable to test. The customer's expected fasting blood glucose test result range is 99 to 110 mg/dl, but can fluctuate significantly. The blood glucose testing is performed by the customer three times daily; before lunch, before dinner, and before bed. The customer feels well and did not report any symptoms. The customer attempted to perform a blood glucose test on (B)(6) 2016 after eating a snack, but the meter would not turn on with test strips. The customer was not able to perform a blood glucose test. Therefore, the customer administered insulin according to normal schedule (customer is on a sliding scale). Later that night, the customer's son found her unconscious and called the ambulance. Upon arrival, the paramedics performed a blood glucose test and received result of 84 mg/dl. The customer was transported to the hospital and given an intravenous glucose solution. The customer is currently taking insulin / medication to manage diabetes. The customer provided that they have not had any recent changes to diet, or medication. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 08/18/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous fasting test results: (B)(6).